Event description:
The customer reported a problem with the spot film. It was seriously impaired, and they could only do a few cases on it. They needed it for some endoscopics scheduled. The spot film was causing problems related to columator sizing.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.